Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 250 mg/dl. Customer advised during the rewind process the device makes grinding noises. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised they do not want to return the reservoir or complete set for analysis. Customer advised there was a leak in the reservoir compartment. Troubleshooting for the reservoir leak was performed. Customer advised there is insulin inside the insulin pump, however the moisture or leak on the reservoir cannot be seen. Customer advised the 2nd o-ring may be a little wet as well. Troubleshooting for pump exposed to fluid was performed. Customer was able to perform the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and customer agreed to return the product for analysis.